Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that reservoir had leak when customer removed the reservoir for high blood glucose testing. Customer had high blood glucose of 19 mmol/l, upto 20 mmol/l, 17 mmol/l. Customer was treated with boluses. Customer stated that reservoir was slightly wet but inside the insulin pump, it was dry. Reservoir will not be returned for analysis.